Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported bent cable pins and subsequent cancellation could not be determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: b5, d4, g1, g3, h2, h3, h4, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a pulmonary vein isolation procedure, during set up with the patient on the table, it was noted that pins on the field frame port were bent resulting in cancellation of the procedure. After the magnetic sensors were put in place and it was attempted to connect the field frame generator the issue was found. Attempts to recorrect the pins were unsuccessful, and the procedure was cancelled.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a pulmonary vein isolation procedure, during set up with the patient on the table, it was noted that pins on the field frame cable were bent resulting in cancellation of the procedure. After the magnetic sensors were put in place and it was attempted to connect the field frame generator the issue was found. Attempts to recorrect the pins were unsuccessful, and the procedure was cancelled.